Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 215814505, was returned and analyzed. Visual inspection of the mapping catheter showed that the ECG lemo connector was detached from the shaft. In conclusion, the reported tip/loop damage was not reproduced. The balloon catheter did not fail the returned product inspection due to a tip/loop damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the end of the mapping catheter was found to be broken. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.